Event description:
As reported, bakri tamponade balloon catheter leaked while treating a post partum hemorrhage after a natural labor. The leakage of the balloon was noted under ultrasound b. The operator removed the device and discovered a pinhole. The procedure was completed by using a new device. No adverse effects to the patient have been reported.

Manufacturer narrative:
A follow up report will be submitted should additional relevant information become available.

Event description:
Additional information received 23nov2021. Total blood loss was 800ml.

Manufacturer narrative:
Summary of event: as reported, bakri tamponade balloon catheter leaked while treating a post partum hemorrhage after a natural labor. The leakage of the balloon was noted under ultrasound b. The operator removed the device and discovered a pinhole. The procedure was completed by using a new device. No adverse effects to the patient have been reported. Additional information: additional information received 23nov2021. Total blood loss was 800ml. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU) and quality control procedures were conducted during the investigation. A visual inspection and functional test of the returned device was also conducted. The complaint device was returned for evaluation without package or label. A function leak test was performed by inflating the balloon with water, and leakage from the balloon was confirmed. Visual examination observed marks in the balloon material and a small cut approximately 2mm where the leak occurred. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to distribution. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A search of complaint records shows no other related complaints at the time of investigation. Cook also reviewed the product labeling. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The cause of the reported event could not be determined from the available information. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.